Manufacturer narrative:
Electrode belt sn (B)(6) and monitor sn (B)(6) were returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 10/9/2017; electrode belt- 3/29/2016. Update as of 07/02/2021: device evaluation of monitor sn (B)(6) and electrode belt sn (B)(6) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 4/29/2021. It was reported that the patient was wearing the lifevest around the time of passing, but that the garment was not closed due to the patient experiencing a rash. It was reported that the rash was covering most of the patient's body, and it is not known if the rash was caused by the lifevest. Reporting this event out of an abundance of caution as it was reported that the lifevest was not being worn at the time of passing due to an alleged skin irritation. Update as of 07/02/2021: per clinical review of the continuous ECG recording, the device was started up at 08:30:03 on (B)(6) 2021. The patient was in vf with CPR/motion artifact and electrode falloff at the time of device startup at 08:30:03. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received a non-lifevest defibrillation at 08:39:39. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was obscured by CPR/motion artifact. At 08:40:17, during a pause in the CPR/motion artifact, the patient's rhythm appeared to be asystole. At 08:41:16, an idioventricular rhythm at 20 bpm appeared. During another pause in the CPR/motion artifact at 08:44:33 the patient was in asystole. The patient's rhythm was obscured by CPR/motion artifact and electrode falloff until the device was shutdown at 08:57:17 on (B)(6) 2021.

Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 10/9/2017, electrode belt- 3/29/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that the patient was wearing the lifevest around the time of passing, but that the garment was not closed due to the patient experiencing a rash. It was reported that the rash was covering most of the patient's body, and it is not known if the rash was caused by the lifevest. Reporting this event out of an abundance of caution as it was reported that the lifevest was not being worn at the time of passing due to an alleged skin irritation.